Manufacturer narrative:
The investigation was started but is not yet concluded. A follow-up report will be send as soon as the investigation is closed.

Event description:
It was reported the machine rebooted while on a patient - the biomed recorded error 02.18.001. There was no injury to the patient.

Manufacturer narrative:
The described failure could be confirmed by analyzing the logfiles. It was found that the device performed a warmstart to solve a detected deviation within the monitoring of the silencing function for alarms. During a warmstart the device briefly powers off and back on again (about 8 seconds), an acoustical alarm is generated. The emergency-breathing valve opens to allow for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The device behaved as specified for this deviation. It is likely that a software issue caused the deviation, however it was not possible to determine the exact root cause. This is considered to be an isolated case. The software installed at the device is the one delivered with the device in the year 2006. It is recommended to update the software to the current version.

Event description:
Please refer to the initial report.